Event description:
It was reported that the power adapter on the ar-3200-0030 no longer works.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, including communication documented in (B)(4), the most likely cause for the reported failure can be attributed to wear and tear on the power adapter.